Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initial reported event (b1, b2, h1, and h6) and legal manufacturer's final investigation (h6, and h10). A review of the device history record found no deviations/no anomaly found that could have caused or contributed to the reported issue. It has been 6 months since the subject device was manufactured. Based on the results of investigation, the likely cause determined to be the following: 1. Nothing is gripped between the gripper and the tip of the probe during seal & cut output. Due to the condition (including after the tissue was cut), part of the tissue pad was severely worn and part was torn. 2. The tissue pad was cut and part of it fell off due to the load applied to the torn tissue pad. 3. As for the poor sharpness, part of the tissue pad had fallen off, so reproducibility could not be confirmed, but it may occur due to the following reasons. ·the movable handle was not firmly gripped until it hit the fixed handle. ·the output level was not appropriate for the organization. A definitive root cause cannot be identified. The issue is addressed in the instructions for use (IFU)- IFU verbiage: 1) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. 2) when cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor the field performance of he device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
Additional information received identified that no additional sedation was required during the procedure. Merryland forceps were used to collect the debris. The patient is reported to be recovering well.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the tissue pads were worn out. Also, there was some peeling off, some falling off the pad material and partially separated. The poor cutting performance/ sharpness allegation was not confirmed or able to be reproduced. Following manufacturing records were reviewed for the lot number in question: process inspection sheet, quality inspection slip, non-conforming product processing table, concluding that no abnormalities were found. Possible causes for the detached tissue pad: 1. Since the gripping part was closed and ultrasonic output was performed while nothing was gripped between the gripping part and the probe tip (including after the tissue was cut), the tissue pad was worn out and part of it peeled off. Or 2. Due to the load applied to the tissue pad that had peeled off, the tissue pads broke and part of it fell off. Possible causes for the reported poor cutting or sharpness: 1. Did not grip the movable handle reliably until it hit the fixed handle. Or 2. The output level was not appropriate for the organization. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the sonicbeat 5 mm, 35 cm, front-actuated grip tissue pad came off and fell into the patient¿s body. Additionally, the customer reported that the sharpness was bad from the beginning and the output was long. The reported issue occurred 30 minutes into a therapeutic laparoscopic cholecystectomy procedure. The debris was collected from an unspecified area of the body. The procedure was subsequently completed with a similar device with no delay or any additional medical intervention. There was no patient/user harm or injury reported due to the event.